Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial#: (B)(6) intermittently alarmed and displayed "coolant low" message was not confirmed during functional testing. The thermogard ivtm system was evaluated at customer site and during the functional test, it performed as intended. Unrelated to the reported complaint, damaged 4 white rollers was observed on the thermogard ivtm system during visual inspection. These physical damages on the device is likely attributed to mishandling. To addressed this damaged issues, the white guide rollers were replaced. No discrepancy observed during console's event log review. After service completion, the thermogard ivtm system was tested and passed all the functional tests without any fault or error.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that after changing the coolant fluid, the thermogard xp ivtm system (sn (B)(4)) intermittently alarmed and displayed "coolant low" message. Error message could not be cleared by the customer. No patient involvement.